Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) low battery indicator did not work. The epg passed all incoming testing. It was indicated that multiple external components were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery was low but the low battery indicator was not activated. The status of the epg is unknown. There was no patient involvement.